Manufacturer narrative:
(B)(4). The device was not returned for evaluation as of 3/2/2018. A product history review found no deviations and non-conformance associated with this device.

Event description:
On (B)(6) 2018, a third party company representative reported a reusable probe that was damaged. This representative repairs surgical instruments, and was sent a cardiac cryoablation probe from a customer. It was identified during this maintenance that the copper tip has completely cracked off. The probe's age, use and maintenance history were not provided. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and was visually and functionally tested. The complaint was confirmed, the probe has a broken boiler tip. No patient involvement.